Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 30jan2019. The customer evaluated the unit and verified the reported issue. The customer replaced the o2 solenoid and the readings on the unit were back within the manufacturer's specifications.

Event description:
The customer contacted philips technical support (ts) stating that unit is failing the oxygen (o2) flow testing. The customer reported there was no patient involvement. The event date was not specified; estimate used.